Event description:
A patient undergoing a laparoscopic gastric bypass, roux-en-y operation. A stapler was placed across the upper stomach approximately 3 cm distal to the cardia. This was fired, partially transecting the proximal stomach. However, only 1/2 the staples fired and the blade did not cut. The 45-mm laparoscopic stapler was replaced. The stomach was then further dissected and mobilized posteriorly to the angle of his. Additional applications of the 45-mm laparoscopic stapler were used to complete division of the stomach. Staple lines were inspected and hemostasis was noted to be satisfactory.